Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in capture thresholds leading to loss of capture. Also observed was phrenic stimulation, which was attributed to high lv lead output. The lead was inactivated, and later capped and replaced. The patient is a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.